Manufacturer narrative:
D10: concomitants: (B)(6), 02-010-04-0250 - logic cr femoral por, left, sz 5. (B)(6) 201-78-15 - holding pin mini sharp point 4 pk. (B)(6) 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t. (B)(6) 200-02-38 - three peg patella 38mm. (B)(6) 201-78-82 - collar fixation pin 2pk 40mm, quick release. (B)(6) 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 77 months after a left knee replacement procedure, the patient underwent a revision procedure to address polyethylene wea, pain and osteolysis. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
H6: added the following: health effect - clinical code. The reason the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.